Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inconsistent heart rates, tachycardia and premature atrial contractions. It was also reported that the electrocardiogram (EKG) states: "suspected unspecified pacemaker failure." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.